Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received unknown baclofen (unknown concentration and dose) in an implantable pump for an unknown indication for use. It was stated the empty pump reservoir alarm occurred. The low reservoir alarm occurred on (B)(6) 2016, so it was assumed the reservoir was empty. There were no reported symptoms. It was reviewed no priming bolus was needed. The hcp had to return to the procedure, so no further information was discussed. Additional information was requested from the hcp, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.